Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced recurring urinary incontinence and difficulty activating the pump. Upon inspection, the pump was found to have excess tubing and was inverted within the patients scrotum. As a result, the pump was explanted and replaced with one having shorter tubing. The replacement pump was positioned appropriately within the scrotum. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the events of Urinary Incontinence, Mechanical malfunction or mechanical difficulty, Migration and Improper size of device were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of Cause Not Established was assigned to this investigation. Model Number/Catalog Number: 72404130,Batch/Lot Number: 1100714910,Model/Catalog Description: CUFF ,Unique Identifier (UDI) # (b)(4).Model Number/Catalog Number: 72400024,Batch/Lot Number: 1100741679,Model/Catalog Description: BALLOON FGS 61-70 CM,Unique Identifier (UDI) #: (b)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRING URINARY INCONTINENCE AND DIFFICULTY ACTIVATING THE PUMP. UPON INSPECTION, THE PUMP WAS FOUND TO HAVE EXCESS TUBING AND WAS INVERTED WITHIN THE PATIENTS SCROTUM. AS A RESULT, THE PUMP WAS EXPLANTED AND REPLACED WITH ONE HAVING SHORTER TUBING. THE REPLACEMENT PUMP WAS POSITIONED APPROPRIATELY WITHIN THE SCROTUM. NO FURTHER PATIENT COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
MODEL NUMBER/CATALOG NUMBER: 72404130. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1100714910. MODEL/CATALOG DESCRIPTION: CUFF. UNIQUE IDENTIFIER (UDI) # (B)(4). MODEL NUMBER/CATALOG NUMBER: 72400024. SERIAL NUMBER: N/A. BATCH/LOT NUMBER: 1100741679. MODEL/CATALOG DESCRIPTION: BALLOON FGS 61-70 CM. UNIQUE IDENTIFIER (UDI) #: (B)(4).